Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. 1. Visual inspection: · no anomaly such as deformation was found · the distal end had been bent due to shaping · no anomaly such as peeling of the ptfe coat was found in other sections the involved product has a specification that does not partially have a ptfe coat. 2. Confirmation of product specifications: measurement of outer diameter: it met the factory's specification. No anomaly was found. Position of ptfe coat: it met the factory's specification. No anomaly was found. 3. The manufacturing record and the product inspection record of the actual sample · no anomaly was found 4. Past complaint file of the product with the involved product code/lot# · no other similar report was found (cause of occurrence) based on the investigation result, no anomaly was found in the manufacturing record. In addition, no anomaly was found on the appearance and dimensions of the actual sample. Therefore, it was not possible to confirm the event that was described in the reported issue, and the cause of the occurrence could not be clarified. (Countermeasure) ashitaka factory has been making efforts in maintaining the quality of this product by performing following work and inspections. · at the product assembling process, 100% visual inspection is performed to confirm that there is no anomaly such as peeling of the outer layer. · at the time of shipping inspection, visual inspection is performed for each lot to confirm that there is no anomaly such as peeling of the outer layer. For future use, please keep in mind the following warnings described in the instructions for use (IFU). · do not manipulate and/or withdraw the runthrough ns through a metal entry needle, a metal dilator, or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator, or a metal guide wire inserter may result in destruction and/or separation of the runthrough ns. · do not use the runthrough ns with devices which contain metal parts such as atherectomy catheters. Such manipulations may cause the runthrough ns hydrophilic polymer coating to peel off, and damage and/or sever the wire. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: radiologic technologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The manufacturing record and the shipping inspection record of the product with the involved product code/lot number: no anomaly was found. The past complaint file of the product with the involved product code/lot number: no other similar report from other facilities was found. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that after taking the 014 runthrough wire out of the hoop, the doctor noticed that some of the coating on the wire was missing in spots and some of it was actually sliding up and down the wire.

Manufacturer narrative:
This report is being sent as follow-up no. 2 to correct section d3.